Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome¿other. The attention dialogue box noted safe state occurred. The elective replacement indicator occurred in (B)(6) 2017 but due to the patient's medical history he could not have the pump replaced at that time. On this report date, the pump was interrogated and it showed a safe state alarm occurred on an unknown date. The rep had no further history and would be going to the clinic to see the patient. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) and device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative (rep) indicated that the logs were checked by the rep and they were full of low batter reset notifications (15 resets between 7:35 and 7:36 on (B)(6) 2017). It was impossible to tell what date the safe state was activated as the logs did not show back that far. Pump resets were noted on (B)(6) 2017 the logs were full of multiple notifications, so it is impossible to tell what date the notifications began. Low battery resets were noted on (B)(6) 2017. The pump was scheduled to be replaced by (B)(6) 2017. Safe state was presumably caused by low battery resets. Patients weight is (B)(6) lbs. The patient did have withdrawal symptoms (sweating, diarrhea, and increased pain) at the time of the event, but those had since resolved. No actions or interventions had been taken yet, the patient would have the pump replaced as soon as he was medically able. The patient had a pacemaker that was due for replacement first, and the pump would be replaced after recovery from that procedure, hopefully, the replacement would happen within 6 weeks or so. At the time of this report the pump remained implanted. The rep would try to return the pump after upcoming replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Initial interrogation of the pump determined it delivering morphine [25.0 mg/ml] at 0.152 mg/day (minimum rate). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was returned to the manufacturer, it was sent via fedex on (B)(6). No further complications were reported.

Manufacturer narrative:
Analysis identified a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.